Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00445. It was reported the pt (B)(6) is not receiving therapy in the intended area. Furthermore, it was reported the pt is experiencing intermittent stimulation which is positional in nature. An x-ray was taken for further eval, and it was determined the pt's lead had migrated. The pt is reported to be quite mobile and allegedly engages in activity which may have attributed to the migration. Surgical intervention was undertaken to address this issue. During the procedure, it was discovered the anchor was not locked. Attempts to close the anchor were unsuccessful. The procedure was concluded with the replacement of the pt's lead and anchor. Effective stimulation was recaptured for the pt following the procedure. The explanted lead was not returned to the manufacturer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.